Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was difficult to establish communication, and an error message was observed stating ¿unable to detect the ralp¿. Electrode placement troubleshooting was finally able to interrogate device, and it was discovered that the leadless pacemaker (lp) exhibited failure to capture, p-wave amplitude variation, and high pacing impedance. The physician was notified and a chest -x ray was ordered; however, no further information was provided. No intervention was performed. The patient was in stable condition.